Event description:
Follow-up information was received on 04-jul-2024: no histological examination was performed. One week prior to this report, the physician injected hylase once and rinsed with ampuva, which led to a minimal improvement. The patient was still very bad psychologically. The patient only managed to come once a week and initially, did not want to have a surgical removal. The patient was due for another check-up on (B)(6) 2024. According to the reporter, if there was no significant improvement, a calcification removal was going to be advised. Due to the provided information, the outcome of the events hardened and deposits/it settled everywhere was considered as resolving (changed from not resolved). The outcome of the event granuloma remained unchanged.

Event description:
Follow-up information was received on 16-jul-2024: it did not get better with flushing. On 15-jul-2024, reported as one day prior to this report, the reporter wanted to surgically remove the white deposits, but unfortunately it did not work because radiesse (+) really grew into the skin. As reported, the whole thing was supposed to be completely removed and sewn up (excision) but the patient did not want to risk it because of the scarring. Due to the provided information, the outcome of the events granuloma, hardened and deposits/it settled everywhere was considered as not resolved (changed from resolving).

Event description:
This spontaneous report was received from a german physician via a sales representative and concerns a 65-year-old patient. The patient was injected with radiesse 1.5 ml into the face and neck (off label use of device), in 2024 (reported as 5 weeks prior to the time of this report). Radiesse 1.5 ml was diluted at a 1:3 ratio (product preparation issue) and was without lidocaine. Used needle type was short bevel. The patient had a good result and the injection with diluted radiesse 1.5 ml was repeated into the face and neck after 4 weeks. The face was alright. The patient was previously treated with sculptra into the neck, 10 months prior to this report and hardened area (also reported as scar tissue) remained in one spot in the neck area. In 2024, after the radiesse 1.5 ml injection, the patient experienced deposits in the neck area (also reported as it settled everywhere). Corrective treatment included flushing with saline solution, in several sessions and hyalase. Morpheus (also reported as needling) was also performed, without any visible improvement. The physician also tried to surgically remove the hardening with a scalpel, but it was not possible as it was hardened. A check up was planned. The physician wanted to perform further treatment with platelet-rich plasma (reported as prp) and/or to flush with distilled water. Due to the provided information, the outcome of the events was considered as not resolved. Follow-up information was received on 20-jun-2024: the suspect product was recoded from radiesse to radiesse(+). The event granuloma was added. The patients age was provided. She was 63 years old at the time of the event. The patient was injected, with radiesse(+), into the neck and face, 2024 (also reported as 8 weeks prior to the time of this report). Radiesse(+) was diluted in a 1:4 ratio. The patient was injected subcutaneously, with a total of 1.5 ml of radiesse(+), into the neck for neck rejuvenation, again after 4 weeks, on (B)(6) 2024. A 22g/70mm cannula and retrograde fan technique was used for the injection. The patient was previously treated with sculptra into the neck, in (B)(6) 2023 and got lumps on the neck from it. The lumps were not treated until (B)(6) 2024. She was also previously injected with botox, filler. She had laser and peeling as well. The patients medical history, allergies, surgical interventions and concomitant medication was reported as none. On (B)(6) 2024, a week after the second radiesse(+) injection, the patient experienced granuloma on the neck. Granuloma was not histologically confirmed. The patient was not hospitalized. Corrective treatment included rinsing with sodium chloride and massaging four times, cortisone injections, hylase injection and needling with exosomes. On (B)(6) 2024, it was rinsed with distilled water and treated with prp. On (B)(6) 2024, the patient reported the granulomas became softer. Due to the provided information, the outcome of the event granuloma was considered as resolving. The outcome of the events hardened and deposits/it settled everywhere remained unchanged. In the opinion of the reporter, the event granuloma was of severe intensity. In the opinion of the reporter, the events were not life threatening, permanent damage was not expected, did not lead to a newly diagnosed chronic disease, treatment was not necessary to prevent life threatening condition or permanent damage, causal relationship with included local anaesthetic was not suspected and the events were related to the old sculptra nodules because they were flushed with sodium chloride at the end of the radiesse(+) treatment.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the events granuloma (injection site nodule) and hardened (injection site induration), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.